Event description:
During a follow-up in clinic, episodes of oversensing were noted on the right ventricular (rv) lead. The suspected root cause was lead damage, however, this was not confirmed with diagnostic imaging. No intervention was performed at this time. The patient was stable.

Manufacturer narrative:
Further information was requested but not yet received.